Event description:
The MFR of a contact lens care cup for use with 3% hdrogen peroxide systems, received a report that a lens cup cracked on the bottom of the cup. There was no injury to the pt. Overflowing of solution also occurred. Lens cup has been forwarded for eval. Device eval anticipated, but not yet begun.